Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the puncture needle w/irrig (600490) broke while performing surgery on a laparoscopic cholecystectomy patient. The needle broke and fell into the surgical site intra-operatively while aspirating a gall bladder. All pieces were removed and accounted for. A second device was available and used to complete the procedure. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
The puncture needle w/irrig (600490) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. The returned puncture needle was in used condition with the tip broken off due to rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.